Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 3.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, on the first inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was removed without any problem and no damage was observed. The rupture was located near the center of the balloon in the shape of a pinhole. A different device was used to complete the procedure. No complications reported, and patient status was good.